Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. Patient complained of pain, cramping and weight gain. She requested to have essure removed and on (B)(6) 2016 she had a hysterectomy. Follow-up received on 19-apr-2016: the patient's date of birth was updated (she was (B)(6)). The patient's concurrent condition included use of tobacco everyday. Her medical history included 9 pregnancies, 7 parities, 2 miscarriages, d&c and 7 vaginal deliveries. She stated that she has an allergy to certain jewelry. After placement of essure, she had pelvic pain, weight gain and generalized fatigue, right sided pain (vague right body pain), odd discomfort in her face and hair on her right side than her left (she received tramadol for this discomfort), taste of like metal or smell metal, right flank pain, not feeling well, perineal pain and she did not had a period since procedure. She was convinced that all of these findings were based on her procedure. On (B)(6) 2016, hsg was done and showed a bilateral essure coils within both tubes in an appropriated position with tubal occlusion. Surgical pathology after lavh/bs revealed adenomyosis, focal low grade squamous intraepithelial lesion (cin 1, mild dysplasia), chronic cervicitis with squamous metaplasia, nabothian cysts and hydrosalpinx. At time of this report, she was in a 2 weeks post laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy which was performed due to pelvic pain that she thought was associated with essure device. She stated that she was feeling well and her pain was resolved but she was still having trouble losing weight through. She received cyclobenzaprine 5mg, eq nicotine 21mg/24 hour, ibuprofen 600mg and ultram 50mg. Follow-up received on 22-apr-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and complained of pain (interpreted as pelvic pain). She requested to have essure removed and underwent a hysterectomy 6 months after essure insertion and, during the procedure, hydrosalpinx was found out. Both events are serious due to medical significance. Pelvic pain is listed in the reference safety information for essure, while hydrosalpinx is unlisted. After essure insertion, pelvic pain may occur. Given the nature of the event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Also, hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. Considering it affects fallopian tubes which is the same place of action of essure devices, causal relationship with suspect device cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.